Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/15/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: what is the patient¿s current health status and condition? - how much blood did the patient lost? Confirm the qty in cc - how was the bleeding treated? Was any blood transfusion necessary? - did any needle piece(s) fall into the patient? *if yes, was\were the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy and bilateral adnexectomy under general anesthesia procedure on (B)(6) 2024 and suture was used. After a hysterectomy, the doctor used suture to suture the remaining end of the incision. After inserting the suture from the missing clip into the abdominal cavity, it was found that the needle and suture were broken when preparing for suturing. The same type and model of suture were immediately replaced for suturing. This incident resulted in an extension of the surgery time and an increase in the patient's blood output. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI number. Additional information was requested, and the following was obtained: after investigation, the patient was a 40-year-old woman who underwent laparoscopic total hysterectomy + double adnexectomy under general anesthesia in (B)(6) on (B)(6) 2024. During the surgery, the surgeon used the suture (w9215) to perform the uterine stump suturing in the way of continuous suturing. After the suture was placed in the abdominal cavity from the trocar, the suture was found to be broken when preparing the suturing. Then the surgeon immediately replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. As a result of this event, the patient's intraoperative blood loss was increased (with specific increase of blood loss unknown) and the operation time was prolonged (with specific delay unknown). The patient has been successfully discharged currently. No subsequent adverse event report was received.